Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to the low 200s mg/dl. The customer either changed the infusion set site or resumed insulin delivery without changing the supplies to resolve the occlusion. The customer was to try a different infusion set type.